Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black display. The customer's blood glucose was 56 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.